Event description:
It was reported that interrogation of the device revealed an error message and the device was operating in back-up mode. There was no magnet rate. Pacing was seen at 67.5 ppm prior to device replacement.